Manufacturer narrative:
On 12aug2024, the device was evaluated at a philips bench repair center by a bench service engineer (bse). The bse was not able to reproduce the customer alleged touchscreen issue but had indicated that the touchscreen should be replaced as a preventative measure. On 07nov2024, the bench service engineer (bse) stated that the customer had declined service and repair. The bse stated that the device would be returned to the customer unrepaired without part replacement. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
On (B)(6) 2024, it was provided that the device issue occurred while the device was in clinical use. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
On 12aug2024, the device was evaluated at a philips bench repair center by a bench service engineer (bse). The bse was not able to reproduce the customer alleged touchscreen issue but has decided to replace the touchscreen as a preventative measure. The investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the customer was unable to use the device due to the touchscreen becoming unresponsive. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The customer was provided with a proposal for bench repair services. This investigation is ongoing.